Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unk procedure, the clips were scissoring. Another device was used to complete the case. No pt consequences.